Event description:
Report received from (B)(6) stating that the device was "overheating". It is known that the device was being used during surgery. It is also known that there were no pt or user injuries; however, it is unk if there was any med interventions related to the event. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplement report will be sent. (B)(4).